Event description:
The customer reported that a fm30 did not work as specified, resulting in a possible unnecessary cesarean section to be carried out.

Manufacturer narrative:
The customer reported that a fm30 did not work as specified. The fetal monitor detected a low heart rate and the device announced a red brady alarm. The medical staff assumed that the monitor detected the mother's heart rate, but it was not clear if this was the mother's or child's heart rate. At that point, the doctor determined that a cesarean section was needed. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.